Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures (e.g. Injury to the tricuspid valve) is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted pulmonic surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the native tricuspid valve was damaged by the delivery system while advancing the system to the pulmonic position. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During implant of a 23mm sapien 3 valve within a preexisting non edwards surgical valve in the pulmonic position, while advancing the valve and delivery system across the native tricuspid valve to the pulmonary system, the native tricuspid valve was damaged by the delivery system. The tricuspid leaflets or chordae were torn by the exposed stent frame or the guidewire leading to severe tricuspid regurgitation. The valve was implanted successfully and was well seated, but the non edwards surgical valve was constraining the s3 as evidence of higher than normal gradients noted at follow up. Approximately 1 year and 1 month post tavr procedure, the tricuspid valve was repaired with a 34mm surgical ring. Approximately 10 months later, the patient developed sob, lvef 55%, rv dilatation, severe tricuspid regurgitation, and increased gradients across the pulmonic valve due to under expansion of the 23mm sapien 3 valve in the pulmonary position. The valve was redilated using a 22mm true balloon. During the same procedure, a 29mm sapien 3 valve was placed within the preexisting surgical ring in the tricuspid position. After valve implant, the tricuspid sapien 3 valve was observed to be rocking and the surgical ring appeared to have dehisced. The patient was hemodynamically stable and was converted to open tricuspid valve replacement. The operators felt the dehiscence occurred prior to the deployment of the sapien 3 valve, but was not noticed on imagery. It was felt the patients current admission for severe tricuspid regurgitation was likely due to the dehiscence of the ring prior to the procedure. The operators confirmed the deployment of the 29mm sapien 3 valve did not cause or contribute to the dehiscence of the surgical ring. The patient was stable post procedure and was recovering in the hospital. No further information was available.